Event description:
The customer reported that the touchscreen of their pump was not responsive, and the screen had frozen, preventing interaction. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy